Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was implanted in a patient. The size of the appendage changed after fluid was administered, and measurements were retaken.the device was size using angiography and transesophageal echocardiography (tee). The dimensions of the laa were 20-23mm for the landing zone and 10-19mm for the depth. The size of the device was changed from a 25mm amulet occluder to a 22mm amulet occluder because the physician changed the plan of where the lobe would land during procedure. The close criteria was satisfied, and the device was successfully implanted. The device had evidence of compression like a tire. The patient was in normal sinus rhythm during procedure. On 03 january 2024, it was shown to have shifted from the original implant site at the 45 day follow up. The patient was transferred to another hospital, and the device was removed via transcatheter snare. The cause of the device migration was believed to be due to the change in size of appendage after fluid was administered. Patient was reported to be stable.

Manufacturer narrative:
An event of device shift from the original implant site was reported. It was reported that the size of the device was changed from a 25 mm to a 22 mm amulet occluder because the plan of where the lobe would land had changed during procedure. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Video from field appeared to show an amulet that had migrated and was no longer inside of the appendage. Device was mobile via a hinge point at the pv side of laa. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from field indicated that the cause of the device migration was believed to be due to the change in size of appendage after fluid was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was implanted in a patient. The device was size using angiography and transesophageal echocardiography (tee). The dimensions of the laa were 18-21mm for the landing zone and 10-19mm for the depth. The size of the appendage changed after fluid was administered. During the procedure, the close criteria was satisfied, and the device was successfully implanted. The device had evidence of compression like a tire. The patient was in normal sinus rhythm during procedure. On (B)(6) 2024, it was shown to have shifted from the original implant site at the 45 day follow up. The patient was transferred to another hospital, and the device was removed via transcatheter snare. The cause of the device migration was believed to be due to the change in size of appendage after fluid was administered. Patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.